Manufacturer narrative:
Pump was received with escape button not responding due to corroded keypad traces. No scrolling numbers display anomaly noted. No black circle with auto off alarm when taking the battery out noted. No frozen backlight display noted. Pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.